Manufacturer narrative:
G4: 06mar2020. B4: 10mar2020. Central processing unit (cpu) assembly was returned for evaluation. After testing, the reported issue was not duplicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26nov2019.

Event description:
The customer reported that the ventilator restarted due to anomalies detected during operation. There was no patient/user involvement. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The cpu (central processing unit) board was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.